Manufacturer narrative:
Reporter phone number is (B)(6). A product investigation was performed. We have received the reported drill bit (part 310.509 / lot 2745817) for investigation. The visual inspection has shown that approximately 9 mm from the tip section is broken off and the flutes are strongly untwisted. The broken off portion was not sent back. The ø1.8 of the drill bit was measured per relevant drawing and the measuring result does show conformity. The manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel, as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a blockage in combination with too much mechanical force caused the breakage of the drill bit. A possible reason for a blockage could be a metallic contact or with bone material blocked flutes. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age, dob and weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #310.509 lot. #2745817, manufacturing location: (B)(4), manufacturing date: 31. May 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the drill bit broke. It happened intraoperative. No delay to surgery and the procedure was successfully completed with no patient harm. And no fragments were generated. This complaint involves one part. This report is 1 of 1 for (B)(4).